Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ - 3-piece syringe had a scale marking permanency issue. The following information was provided by the initial reporter: "during the processing of the current batch of syringes, we noticed that the scale is damaged. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-02-16. H6: investigation summary: one photo and three samples of 10ml luer-lok eurographics syringes (p/n 300912) batch 1239261 were received and evaluated. The samples shows missing print on the major and minor graduation lines and several scuffs also observed. This would indicate that the print was scraped off the syringe. Potential root cause for the barrel damage and missing print defects is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1239261 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd plastipak¿ - 3-piece syringe had a scale marking permanency issue. The following information was provided by the initial reporter: "during the processing of the current batch of syringes, we noticed that the scale is damaged."